Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient was traveling to (B)(6) to visit their sister-in-law when their flight got cancelled and had to spend the night in a hotel in (B)(6). The patient was stressed, emotional and their blood glucose levels rose to 26 mmol/l (468 mg/dl). The patient returned to the airport the following morning. The patient was admitted to (B)(6) on (B)(6) 2025. The patient was treated with an IV, insulin glargine, lantus, humulin r and sodium chloride. The patient was discharged after half a day. The patient resides in (B)(6) and the incident occurred in the united states.